Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the device and is advanced under the iol (intraocular lens). The iol is advanced into the nozzle entry and is damaged. The reporter stated: "please provide the quantity of viscoelastic used in the cartridge during loading·: 0·1" plunger underride was observed. The root cause may be related to failure to follow the IFU (instructions for use). The reporter stated an insufficient quantity of viscoelastic in response to the questionnaire. The IFU instructs: fill the device until ovd (ophthalmic viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens plunger had overridden during injection. The procedure was completed on the same day. Additional information was received by stating, the issue was noticed during surgery, and the lens had remained in the delivery system. There was no patient harm.